Event description:
The meter is missing segments in the "hundreds unit" and the other segments will blink on and off intermittently. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.